Manufacturer narrative:
Section e4 - initial reporter also sent the report to FDA: corrected manufacturer's investigation conclusion: the reported event of damage to the outer layer of the heartmate modular cable was not confirmed as no product was returned. The provided information indicated rescue tape was applied with a plan to exchange the modular cable in the next visit. Multiple attempts were made to obtain additional information regarding the lot number of the modular cable and if the modular cable was exchanged; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, heartmate 3 patient handbook are currently available. The heartmate 3 IFU section 5, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. The heartmate 3 IFU, section f, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 24jun2025. Section a1: patient identifier was not provided. Section d4: lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the clinic with noted damage to the modular cable outer casing. Rescue tape was applied, and it was planned to replace the cable at next visit. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.